Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure error was due to faulty main board. However, the specific cause of the faulty main board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the front panel was damaged, the screw did not hold in the front panel, the front panel chassis was deformed, the device sporadically turned off and beeps, in the error log error e03 was found, caused by a defective main board. The front panel, front panel chassis, and main board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit display turned off during the procedure. There were no reports of patient harm.